Manufacturer narrative:
Analysis cannot be performed and root cause cannot be identified. No lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient experienced symptoms of discomfort and poor vision, the patient discontinued lens use and sought medical treatment the following day. The patient was diagnosed with a corneal abrasion. After a week the patient sought additional medical treatment and was diagnosed with a corneal ulcer. The patient was prescribed ponstan (nsaid), ciloxan (antibiotic), gendermin (antibiotic), strocain tabs (anesthetics). Patient was seen for follow-up care after two days and "tens" days from diagnosis. It is reported that the patient is recovering but has had a change in visual acuity, it is unknown if this is permanent. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported in an abundance of caution due to the use of medication for treatment and changes in the visual acuity with unknown resolution.